Event description:
The patient had the device implanted for a ventral hernia repair. The device was used to bridge a 15cm x 20cm defect, requiring a large amount of tension to be placed on the device. While implanting, the device tore and was explanted. When the device was removed, the surgeon stated that it "retracted" in size, making him question if the graft was placed under too much tension. There was no serious injury reported with this event, and the amount of tension applied to the device is a contributing factor, but the surgical procedure was prolonged, and there is a risk of serious injury if the malfunction were to recur. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method: review of the device history record. Review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from this lot; with no other reported complaints. Results: review of the device history record revealed no deviations associated with the nature of this complaint. As of the date of the closure for this investigation, of the (B)(4) devices processed for lot s10596, (B)(4) devices were distributed, and 1 device was reported as having been implanted. Conclusion: event is reported due to risk of serious injury if malfunction were to recur. Based on internal investigation, device met qc release criteria including mechanical testing.